Event description:
The reporter alleged that a button on the infusion device was defective. The reporter also stated the infusion device shut off without first providing an error or alert message. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.